Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, e1(initial reporter, event site mail), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported during a pm performed by a getinge field service engineer, the cardiosave intra aortic balloon pump had a drive manifold failure. There was no patient involvement reported. Despite good faith efforts, the customer has not provided a po. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field safety engineer (fse) during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) had replaced drive manifold assembly.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code).